Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v632934, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that tbi patient wanted her implant checked since it hadn't been checked in a few years. The patient fell last friday, and she was unable to sleep due to back pain for the next four days. The patient wasn't sure if it could be kidney problem. The patient also had mobility/transportation issues and wanted a closer doctor, hcp (healthcare provider) listing didn¿t show a closer doctor. The patient also mentioned that she had a car accident on (B)(6). If additional information is received, a follow up report will be sent.